Event description:
According to the reporter, during an extended right hemicolectomy on right leg, minor skin burn occurred.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.